Manufacturer narrative:
When compared to the assembly drawing: visually, the spiral wrap broke which would have resulted in the reported event. The section measured 1.9¿ from the tip to the break point. When viewed under magnification, there was gouging of the outside diameter of the inner shaft just proximal to the tip with corresponding damage to the outer tube support area. The spiral wrap was twisted in on itself in a clockwise direction at the break point. The location of the break indicates a torsional load between the gouged area of the inner shaft and the spiral wrap proximal to the break. The proximal end of the inner assembly was not returned. The front hub was broke off for further analysis. The proximal end of the outer tube, inside diameter, was gouged which indicates metal to metal contact between the inner and outer assemblies. The information most likely indicates torsional load from use, combined with excess pressure, caused friction, which resulted in the gouging and subsequent break. There was no evidence of improper manufacturing and therefore has been ruled out as a likely cause. The instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture. [Excess: exceeded sufficient pressure required for operation].

Event description:
It was reported that the bur was broken during use. A piece did detach; however, it did not fall into the patient. There was no patient impact; a backup bur was used to complete the procedure.